Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp)'s caregiver (cg) revealed that they had changed out the cassette (only), but not the supply bags to clear the alarm. The technical service representative (tsr) explained the cg the need to replace the cassette & the bags due to air issue. The cg would reset up again with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the reported issue, it was revealed that the hp continued therapy using new supplies as directed by the tsr. The therapy had been going well since incident. There was no patient injury or medical intervention indicated. No further information available.

Manufacturer narrative:
(B)(4). This complaint for a report of an user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.